Manufacturer narrative:
The recipient reportedly elected revision surgery for a technology upgrade. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and the header was damaged. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to have been caused by damage induced during revision surgery. The condition of the electrode prevented an electrical test from being performed. The device passed an electrical test. The gross leak test revealed a steady stream of bubbles was noticed at the brazed area. This is believed to have been caused by damage induced during revision surgery. This device was explanted for medical reasons. However, this device had a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.